Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that after implant, upon interrogation, the device showed an on screen notification that wrong parameters value was detected. The physician was able to re establish nominal parameters and program the ICD. The device remains implanted.